Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer attempted to deliver a bolus, but had high blood glucose (bg) levels of 400+ mg/dl, and was unable to locate any record in the pump history that the bolus had been delivered. Reportedly, the customer experienced blurred vision while bg levels were elevated. Elevated bg levels were treated by delivering a bolus with the pump, and soon after the customer's vision returned to normal. During troubleshooting, tandem technical support confirmed that there were no alerts or alarms that might have occurred that could have stopped bolus delivery. Tandem technical support also discovered that records in the complete history indicated that the customer had entered a bg but did not administered a correction, then later entered carbs but did not administer food bolus. System check with tandem technical support confirmed that the pump performed as intended. Recommendation was made that the customer monitor the pump's performance, and call back with any questions or concerns.